Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted a product investigation was completed: one 2.4mm headless compression screw-long thread 23mm (part 02.226.323 lot unknown) was received. This complaint is confirmed, as the returned device was received in two pieces (screw and broken off peeled thread portion). A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. A device history record (DHR) review could not be performed as no lot number was provided. Per the technique guide, the returned screws exist in the 2.4mm and 3.0mm headless compression screws system for fixation of small bones and small bone fragments. The relevant tabulated product drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. It is not likely that the design of the instrument contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4) for unanticipated intraoperative x-rays and additional intervention to remove screw fragment due to complaint event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the self-drilling portion of a 2.4mm long thread headless compression screw peeled away from the shaft when implanted during a right radial head open reduction internal fixation (orif) on (B)(6) 2016. Intraoperative x-rays revealed that a peel-like screw fragment protruded outside of the bone and was still attached to the screw. As the screw was removed, the fragment broke off and was retrieved. The surgeon then implanted a short thread 23mm screw and the procedure was successfully completed with the patient in stable condition. There was a 15 minute surgical delay due to the reported event. This report is 1 of 1 for com-(B)(4).